Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was removed due to a system upgrade/elective replacement. It was also reported the "screw of the lead could not be extracted and the screwdriver did not attach." The lead was cut and abandoned, the device was replaced and no patient complications have been reported as a result of this event.